Event description:
It was reported that at the beginning of the procedure, the fiber was not working well. The beam of the fiber was anterior and was not firing laterally in the prostate. The procedure was completed with another fiber. There were no patient complications reported.